Manufacturer narrative:
Section h3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, no supporting clinical documentation has been provided; therefore, no clinical factors could be definitively concluded to have contributed to the reported event. It is unknown if the instructions of use were adhered to. Patient impact beyond the reported unspecified adverse event and revision cannot be determined. The patient¿s current health status is unknown. No further medical assessment can be rendered at this time. Devices specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management files and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. No details of the alleged fault, malfunction or injury were provided, therefore no factors that can contribute can be delineated. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H6: health effect - clinical code.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, no supporting clinical documentation has been provided; therefore, no clinical factors could be definitively concluded to have contributed to the reported event. Patient impact beyond the reported unspecified adverse event and revision cannot be determined. The patient¿s current health status is unknown. No further medical assessment can be rendered at this time. Device specific identifiers were not provided. Therefore, an evaluation of the production records and complaint history review could not be performed. A review of the instructions for use documents for engage partial knee system reveled complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. There is not enough data available to conclude that the overall clinical benefit outweighs the potential risk profile when compared to the state of the art. The existing data identifies a potential signal that the performance is an outlier vs the state of the art with respect to the risk for revision. In addition, a historical review concluded that no previous escalated actions for this type of issue were identified. However, as a correction action a voluntary market removal will be performed for the engage cementless partial knee system due recent complaint data that indicates that the revision rate may be trending higher than corresponding similar devices in global joint replacement registries. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. No details about the cause of the revision surgery were provided, therefore no factors that can contribute can be delineated. Based on this investigation, the need for corrective action may be indicated.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a uka surgery was performed on an unspecified date, the patient experienced an unknown adverse event leading to a revision surgery on (B)(6) 2023. Current health status of patient is unknown.